Manufacturer narrative:
No product was returned for evaluation however the issue was clearly explanted by the customer. The reported defect was noticed during priming of the set. This complaint could not be verified.

Event description:
Customer reported that the product tubing was assembled backwards causing fluid to run in the opposite direction. The reversed tubing was noticed while priming the set at the set was not hooked up to the pt.